Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported failure. No discrepancies in device operation were observed. A cause of the reported failure could not be determined.

Event description:
It was reported to a physio-control service representative that the customer's device turned itself off while it was used on a (B)(6) female patient. When the firemen arrived, the patient was in cardiac arrest and did not have a shockable rhythm. The device indicated 'no shock advised'. There was no report that the patient's death was a result of the reported failure. The patient had trouble swallowing and died of asphyxiation.

Manufacturer narrative:
A third-party service agent evaluated the device but could not verify the failure. A replacement device was provided to the customer. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported failure. No discrepancies in device operation were observed. A cause of the reported failure could not be determined. Physio-control evaluated the device and was unable to duplicate the reported issue; however during an evaluation of the electronic data from the device, the reported issue was verified to have occurred. Supplemental information: after additional investigation it has been concluded that the likely cause of the reported issue was due to increased electrical contact resistance of the battery connector contacts. The increased electrical contact resistance has been attributed to movement of the mating contacts caused by device storage in a high vibration environment, such as a fire truck or emergency vehicle, which can cause the gold plating on the contact surfaces to wear through and expose the base nickel and copper layers. Corrosion or oxidation build up on the exposed base nickel and copper layers could then cause increased contact resistance and may lead to intermittent electrical connection to one or more of the battery contacts which could cause the device to intermittently lose power.